Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. During the procedure, the device was inserted through the trocar and the blade may have rotated a few times before it stopped working. Another device was opened and the case was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.